Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 545 mg/dl. The customer treated with injections. Customer¿s current blood glucose value was 305 mg/dl. Customer also reported that insulin flow block alarm but while performing prime insulin exited. The product was not returned for analysis.